Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured december 22, 2016 ¿ december 23, 2016. One actual folfusor unit was received for analysis. The unit was returned containing approximately 96ml of fluid in the bladder. A visual inspection on the unit via the naked eye showed no evidence of leak. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of a leak was found on or in the device. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling with 4700 mg of 5fu and 2ml of nacl. The total fill volume was 96ml. There was no patient involvement. No additional information is available.